Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed in the tubing pack of an uromatic y type tur/cont bladder irr set. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on january 2022. H10: the actual device was not available; however, retained samples were evaluated. The retention samples were visually inspected, no obvious issues were detected. The retention samples were also gravity tested in the laboratory; then leak tested; no leak was observed. The retention samples were conforming products. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.